Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during heart transplant patient had a pump stop and the system monitor alarmed to connect driveline despite all connections being intact. The system monitor shut down and rebooted as well during this time. Log file review found an onset of low speed hazard, low flow hazard, and high power events on (B)(6) 2022 between 5:59 am and 6:40 am. Two of the three pump phases contained a significant drop in values which indicated possible driveline compromise. It was unknown if the patient had any driveline damage prior to transplant but the transplant was not related to any device issues. Related manufacturer's report regarding the controller: 2916596-2022-11015.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: cosmetic damage to the outer silicone jacket was observed on the distal portion of the returned driveline. The evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed events observed in the submitted log file. Additionally, evaluation of the submitted log file confirmed a pump stop event; however, a specific cause for this event could not be determined through this evaluation. Hmii lvas, serial number (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿¿ from the pump housing. The distal portion of the dl was returned measuring approximately 35.5¿¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 5.5¿ from its hardware. The distal end of the sealed outflow graft had been sutured closed. The bend relief collar was returned secured over the bend relief hardware. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Visual inspection of the 2¿¿ pump-end dl segment revealed breaches in the insulation of the orange, brown, and black wires at the base of the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors that would have contributed to the reported events. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of compromised wire insulation that would have contributed to the reported events. If the exposed conductors of the orange, brown, or black wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in the low speed alarms that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2022. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. The IFU outlines the appropriate actions to perform in response to the pump stopping. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms and the appropriate actions associated with them. Section 8 of the patient handbook also lists examples of emergencies and what actions to take, including instances when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stop events; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low speed and elevated pump power events; however, a specific cause for these changes in pump parameters could not be conclusively determined through this evaluation. The system controller log file contained relevant data from on (B)(6) 2022, the day of transplant. On (B)(6) 2022, a momentary driveline disconnect was captured that resulted in a pump stop. The pump ramped back up to the set speed with the resolution of the driveline disconnect. Intermittent low speed events were observed beginning on (B)(6) 2022 and were accompanied by low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms. These low speed events were also associated with persistent power elevations. These events occurred while the patient was connected to the power module (pm). At the end of the file, the system controller's clock was reset to the default timestamp on (B)(6) 2001 01:00:00, indicating a total loss of power. The driveline remained disconnected during this time. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding product return status; however, no additional information was provided. As of 25jul2022, the pump has not been returned and is reportedly in the hospital's pathology department. If the pump is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The ¿alarms and troubleshooting¿ section of the patient handbook contains information regarding system controller alarms and the proper actions associated with them. Section 8 of the patient handbook, "handling emergencies", lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2022. No further information was provided. The manufacturer is closing the file on this event.